Event description:
It has been reported to philips that the system was giving an error message and the system would not fully boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the issue with host pc. The fse replaced the host pc and reinstalled the old hard disk and returned the system to use in good working order. A similar issue recurred later, host pc and hard disk has been replaced. The codes were updated based on the investigation outcome.